Manufacturer narrative:
(B)(4).

Event description:
It was reported that the health care provider (hcp) had ¿some trouble getting the drug in¿ during his pain pump trial. It was later further specified as trouble getting drug into the patient¿s spine. The drug trial was not successful. The hcp used prialt. No patient symptoms were reported. Troubleshooting and event resolution was not provided. Additional information has been requested but was not available as of the date of this report. A follow-up report will be submitted if additional information is received.